Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscope was dark. No patient involvement was reported. The hospital did not report any patient complications.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information and patient status from the hospital, field contact or distributor. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.